Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy did not work. During troubleshooting fse found that hand switch exposure was bad. Fse replaced hand switch. After that system was returned to good working condition.the codes were updated based on the investigation outcome.health impact code was corrected.

Event description:
It has been reported to philips that fluoroscopy would not work. No harm has been reported to philips. Philips has started an investigation of this complaint.